Event description:
In 2008, the lay user/rptr contacted lifescan on behalf of the lay user/pt alleging the lifescan meter read inaccurately low. The medical affairs specialist contacted the rptr to obtain./clarify info. The rptr stated the meter name was "ultra touch" therefore it is unk which meter in the ultra family she is speaking of. The rptr states the pt had a reading around 135 mg/dl, which was considered normal, on the morning of approx two months prior. The pt ate and took his medication as usual. The rptr stated that between 3-5 pm that day, the pt had symptoms of sweating and slurred words. It was also alleged that the pt almost had a stroke. The rptr states that the alleged symptoms are typical of hyperglycemia for the pt. The ambulance allegedly came during the time the pt had symptoms between 3-5 pm the same day, and tested the pt's blood sugar obtaining a reading over 500 mg/dl. The rptr states that a reading was taken on the pt's meter around the same time and the result was around 135 mg/dl, which the reporter stated was normal. The pt was admitted to the hosp that day and the rptr states the readings at the hosp were also "sky high". The pt was admitted to the hosp and discharged 2 days later. The rptr did not give the exact treatment the pt rec'd in the hosp but mentioned they gave him fluids, pills, shots and kept him on a low diet. The rptr states it took the pt a week to feel better before he was well enough to go to work. The pt takes a set dose of metformin and does not adjust any medications based on a sliding scale. The rptr states that the pt does not adjust his diet based on meter readings and that the pt is on a diabetic diet. The rptr mentioned that when the pt gets a low reading (around 65 mg/dl) then the pt would eat or drink something. Although the rptr did not detail any other treatment based on meter readings, the rptr alleges that the symptoms on the same day, may have been prevented if the readings were different. There was no troubleshooting performed on the prod. The call was placed in response to a notification letter sent out about the test strips. This complaint is being reported because it is alleged that the pt suffered symptoms of hyperglycemia after the prod issue began. The rptr mentioned that the pt necessitated treatment from the ambulance and the hosp for his symptoms.

Manufacturer narrative:
Lifescan has requested return of the subject prod (s) for eval. If the prod(s) are returned, lfs will evaluate it/them, and inform FDA of the prod(s) that do not pass inspection in a supplemental report.